Manufacturer narrative:
The wire pass drill subject to this MDR was not returned to the MFR for eval, it was discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that while making suture holes during a facelift procedure, the wire pass drill broke at the tip. It was also reported that the broken pieces fell into the surgical site and one piece was not retrieved. It was further reported that add'l drilling on the bone was performed to try to remove the broken piece and the procedure was delayed 15 minutes as a result of this event. It was also reported that there was no adverse consequences, another drill was readily available and the procedure was completed successfully.